Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 19-oct-2015. The most recent information was reported by a lawyer on 29-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("heavy menstrual cycles / heavy menstrual cycles"). In (B)(6) 2014, the patient experienced urticaria ("hives"), headache ("headaches"), skin disorder ("skin problems") and abdominal pain lower ("painful cramps / abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("severe discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), abdominal distension ("excessive bloating / abdominal bloating"), fatigue ("chronic fatigue") and dysmenorrhoea ("menstrual cramping"). The patient was treated with surgery (partial hysterectomy to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urticaria, headache, skin disorder, menorrhagia, abdominal pain lower, pelvic discomfort, back pain, abdominal pain, dyspareunia, rash, alopecia, abnormal weight gain, abdominal distension, fatigue and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic discomfort, pelvic pain, rash, skin disorder and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion was not confirmed; on an unknown date: satisfactory placement; bilateral occlusion quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the events heavy bleeding, menstrual cramping were added. On (B)(6) 2016 plaintiff underwent a partial hysterectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 19-oct-2015. The most recent information was received on 01-jun-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced the first episode of menorrhagia ("heavy menstrual cycles"). In (B)(6) 2014, the patient experienced urticaria ("hives"), headache ("headaches"), skin disorder ("skin problems") and abdominal pain lower ("painful cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("severe discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), abdominal distension ("excessive bloating") and fatigue ("chronic fatigue"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urticaria, headache, skin disorder, the last episode of menorrhagia, abdominal pain lower, pelvic discomfort, back pain, abdominal pain, dyspareunia, rash, alopecia, abnormal weight gain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, headache, pelvic discomfort, pelvic pain, rash, skin disorder, urticaria, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-jun-2017: legal document received. Lawyers added as reporter. Patient demographic information, essure start and stop date updated. Events severe discomfort, heavy menstrual bleeding, chronic pelvic pain/ severe pain, chronic back pain, abdominal pain, pain during intercourse, excessive rashes, excessive hair loss, excessive weight gain, excessive bloating, and chronic fatigue were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)). On 19-oct-2015. The most recent information was received on 08-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/severe pain') and salpingitis ('left fallopian tube with focal acute inflammation') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, asthma, pelvic adhesions, adenomyosis, leiomyoma of uterus, unspecified and uterine disorder. Hysterosalpingogram - coils were properly placed; bilateral occlusion was not confirmed. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("heavy menstrual cycles / heavy menstrual cycles"). In (B)(6) 2014, the patient experienced abdominal pain lower ("painful cramps / abdominal pain"), urticaria ("hives"), headache ("headaches") and skin disorder ("skin problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("menstrual cramping"), pelvic discomfort ("severe discomfort"), rash ("excessive rashes"), abdominal distension ("excessive bloating / abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, pelvic discomfort, menorrhagia, urticaria, rash, abdominal distension, headache, skin disorder, alopecia, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic discomfort, pelvic pain, rash, salpingitis, skin disorder and urticaria to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2014 and (B)(6) 2014. Essure removal date discrepancy: (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: bilateral occlusion was not confirmed; on an unknown date: results: satisfactory placement; bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4). On (B)(6) 2015. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/severe pain') and salpingitis ('left fallopian tube with focal acute inflammation') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, asthma, pelvic adhesions, adenomyosis, leiomyoma of uterus, unspecified and uterine disorder. Hysterosalpingogram - coils were properly placed; bilateral occlusion was not confirmed. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("heavy menstrual cycles / heavy menstrual cycles"). In (B)(6) 2014, the patient experienced urticaria ("hives"), headache ("headaches"), skin disorder ("skin problems") and abdominal pain lower ("painful cramps / abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic discomfort ("severe discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), abdominal distension ("excessive bloating / abdominal bloating"), fatigue ("chronic fatigue") and dysmenorrhoea ("menstrual cramping"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, urticaria, headache, skin disorder, menorrhagia, abdominal pain lower, pelvic discomfort, back pain, abdominal pain, dyspareunia, rash, alopecia, abnormal weight gain, abdominal distension, fatigue and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic discomfort, pelvic pain, rash, salpingitis, skin disorder and urticaria to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2014 and (B)(6) 2014. Essure removal date discrepancy: (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: bilateral occlusion was not confirmed; on an unknown date: results: satisfactory placement; bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, event: left fallopian tube with focal acute inflammation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.